Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the patient required tracheostomy tube replacement three times due to the cuff leaking after insertion.